Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw was implanted in a patient. In frog leg position, it has been checked by scopy, and it was observed that the screw has been bent. It has been removed from the patient and replaced with a new one. There has been no other reported adverse event with the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the top of the head is moderately damaged with multiple scratches primarily on one side of the head only. The drive has been moderately to heavily damaged primarily at the top of the drive with a "v" shaped depression with metal displacement approx. In the middle of each of the hex walls. There is also a vertical line on each hex walls with a lesser degree of material displacement. The band has two marks that appear to be galling/wear related. The underside of the head and transition appear to be in good condition. The first thread is damaged with the major diameter folded away from the head. The second and forth threads have similar damage, but to a lesser degree. The remainder of the threads are in relatively good condition, consistent with use. The bend occurs approximately 37mm from the top of the head. Two of the flutes have minor impact type damage with minor material displacement. The bend did not result from synthes manufacturing processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes: hty, jdw, hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.